Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿during testing that device does not call an upstream occlusion¿ was confirmed through functional inspection. After replacing the upstream occlusion sensor and retesting, the unit continued to fail the upstream occlusion test. The printed wiring assembly board was then replaced, and the unit passed all functional testing. The probable cause was unknown. Updated software and unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during testing that device does not call an upstream occlusion¿; during device evaluation the complaint was confirmed. There was no patient involvement or harm.